Event description:
Device issue: balloon rupture. Time of device issue: unk. Adverse event: unk. It was reported that the procedure was to treat the right coronary artery and during use of the voyager 2.5 x 12 balloon catheter, the balloon ruptured at an unk pressure. The device was removed from the pt without an issue. Reportedly, there were no pt effects. The pt is doing fine and is in stable condition. The procedure lasted for 60-90 minutes. This event was initially reported as a failure to advance issue. However, based on the analysis of the returned device completed on (B)(6) 2010, it was revealed that the balloon was ruptured. Therefore, this event is being reported based on the analysis of the returned device. On (B)(6) 2010, follow up info was received confirming that this was a balloon rupture and not a failure to advance issue. No additional info is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all relevant info.